Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019, while wearing the lifevest. The patient was alone at the time of passing. The patient was found in his home at approximately 3 pm, wearing the lifevest. It was reported that the patient's passing was cardiac related. Per clinical review of the available ECG data, the device detected bradycardia intermittently from 03:48:48 to 10:34:28. The device detected an arrhythmia. Clinical review of the ECG data confirms that the patient was in vt from 250 bpm to 280 bpm with motion artifact for 21 seconds until the device was deactivated at 11:03:20 on (B)(6) 2019. The patient was reportedly alone at the time of passing; it is unclear who removed the battery. The device properly detected vt. The lifevest was unable to deliver a treatment due motion artifact and not being in the detection sequence long enough. The lifevest is designed to treat the patient after 60 seconds of detecting vt. The patient's equipment was returned and was found to be fully functional. There is no indication that a device malfunction caused or contributed to the patient's death.